Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor deployment, the deployment needle detached and was at the sensor pod. The sensor wire was attempted to be inserted at the abdomen. No additional event or patient information is available.